Event description:
It was reported that the sensor electrode or needle has fractured underneath the patient's skin. The sensor was inserted in the patient's arm, and was in use for one day. The patient was advised to seek medical assistance if needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.